Event description:
Pt in cardiac arrest. The device had shocked once from a coarser v-fib into virtual asystole. It would be stretching it to say fine v-fib. The device ordered a second shock which was delivered resulting in a more coarse baseline asystole than the previous for which the machine prompted "no shock." No consistency noted between machine's interpretation of when it will shock or not.